Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be on (B)(6) 2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports thirty-two minutes post colonoscopy procedure using an evis exera iii colonovideoscope, the patient experienced elevated heart rate, blood pressure (unstated but presumed to be low blood pressure based on report of tachycardia and lower gastrointestinal bleed), shivering and complaints of feeling very cold. The patient was treated with oxygen administration, intravenous fluids at 100ml/hr, and a bair hugger to warm the patient. No information was provided regarding pre-procedure/intra-procedural medications administered. No information was provided regarding pre-and post procedure labs (hemoglobin/hematocrit). The patient's current condition is deceased. Cause of death not provided. The customer confirmed there was no malfunction of the evis exera iii colonovideoscope during the procedure. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.